Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Current pump history shows only typical usage alarm. The total daily dose adds up correctly; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient spoke with an animas representative. It was noted that the patient was experiencing hypo unawareness (did not feel her lows until she was 35 mg/dl). It was noted that the patient is on a set dose of insulin at meals and adds if she is high and subtracts if she is low. No additional information was provided. An animas representative made several attempts to reach the patient for additional information and to review the subject pump; however, were unsuccessful in their follow-up attempts. This complaint is being reported because the patient potentially developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event(s).